Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was asymptomatic.

Event description:
Additional information received states that patient's condition was normal post surgery.

Manufacturer narrative:
Correction: the aware date should have been (B)(4) 2017 rather than (B)(4) 2017.